Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed recorded episodes of inappropriate automatic mode switch exhibited by the implantable cardioverter defibrillator. The episodes were attributed to far r over-sensing. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that no interventions were made.